Event description:
It was reported that far field r wave oversensing resulted in inappropriate mode switch episodes. Technical services reviewed the episode and provided reprogramming suggestions. The device was reprogrammed by extending the post ventricular atrial blanking.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.